Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and oversensing. No specific details were provided in regards to the specific lead model, serial, patient name or facility name. No known adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.